Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to an atrial fibrillation ablation interventional procedure. A femoral imaging was not performed. Reportedly, during preclose procedure, the suture thread of the first proglide device did not stay in place and slid out. A second proglide device was attempted; however, the suture was pulled too hard and broke. A second puncture site was made below the first, both access points were neighboring each other. The atrial fibrillation ablation procedure was conducted through both access sites. Manual arterial compression was applied for 18 minutes at the first access site until hemostasis and a non-abbott device was used. The second puncture site resulted in successful proglide closure and rapid hemostasis at that site with no recognized complications. A hematoma developed at the first access site pre discharge. The patient returned to the emergency department the same day with complaint of shortness of breath and was discharged the same evening. The patient was readmitted to the emergency room the next day for pain in access site and light headedness. Computerized tomography revealed a 10.1cm intramuscular hematoma with no other complications and was monitored overnight. The hematoma and symptoms were not treated. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Additionally, the IFU states: avoid quick or jerky type movements with the suture limbs. In this case, it is unknown if the absence of femoral imaging or force applied contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The patient effects of hematoma and pain are a known inherent risk of the procedure. A conclusive cause for the reported patient effects of dyspnea and dizziness, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received stating that the two proglide failures "the suture thread did not stay in place and slid out" and "suture pulled out too hard and broke" occurred during knot advancement. No additional information was provided.